Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge drawer was failing consistently, often requiring frequent recoveries and additional maintenance. A field service engineer found that helmer refrigerator bin number one would intermittently unlock and fall. When launching hardware test diagnostics, the bin in the fully seated closed position would not register. Upon inspection, it was found that a rubber band on the back of the bins was preventing the solenoid mechanism from fully closing. After removing the rubber band, the hardware test diagnostics were successfully completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ es refrigerator, had a fridge failure.the customer reported there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.